Event description:
Revision surgery - shell loosened in patient, needed to be removed.

Manufacturer narrative:
This failure investigation is limited in scope. Parts from the revision surgery were not returned to encore, therefore, no visual or dimensional examination was performed. No discrepancies were noted during the DHR review. The acetabular shell loosened over four years after the original implantation. Encore's ipu states "(8 adverse effects 7) implants can loosen or migrate due to trauma or loss of fixation." A loss of fixation allowed the shell to become loose. No indications were found that the implant design or materials were related to the pt's revision surgery. This is the final report.